Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose of 401 mg/dl. The customer's other blood glucose was over 400, 350 mg/dl. The customer was treated with the intravenous drip at the hospital. The customer experienced the symptoms related to high blood glucose such as nausea and difficulty in breathing. The customer was not troubleshooting because she was on her way home from the hospital. The insulin pump will not be returned for analysis.